Manufacturer narrative:
The returned valve was patent. The valve met the requirements for siphon, reflux, pressure-flow, pre-implantation and leak testing. Therefore, the conditions of the complaint could not be duplicated by laboratory personnel. There was proteinaceous debris observed within the interior and exterior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open resulting in fluid siphoning and/or reflux. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ a review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the patient was displaying hydrocephalus symptoms even though the device had been adjusted several times. According to the report, the device was explanted. After explant, the device was tested and did not appear to be draining at all. Reportedly, the device was replaced and there was no injury to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.